Manufacturer narrative:
The device was returned.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly patient fell on her left hip; broken neck (left).